Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving morphine of an unknown concentration and unknown dose via an implantable infusion pump for non-malignant pain. It was reported that the patient was at the hospital on (B)(6) 2017 as the patient stated something was going on with the pump and the patient had no pain control whatsoever. The hospital said the pump was functioning and told the patient it was fine and that the patient would needed to have the catheter placement checked next. A cat scan was scheduled for 3:00 pm on (B)(6) 2017 to check the catheter placement. On (B)(6) 2017 the patient felt that somewhere the pump was leaking out medicine and she could smell the medicine on her and there was an aura on her.